Manufacturer narrative:
Initial reporter is synthes sales representative device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, there were notches on the plastic handle of the insert for dynamic hip screw (dhs)/dynamic condylar screw (dcs) impactor. The dhs/dcs impactor also would disconnect. It is unknown if when was the issue was discovered. It was unknown if there was patient involvement. This report is for one (1) dhs®/dcs® impactor. This is report 2 of 2 for (B)(4).